Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that there was low impedance on a lead that was not implanted. The lead was inserted into a test cable, and all of the impedances were in the 30s. A new test cable was used and the same result was found. A different lead was tested with the second test cable and the impedances were normal. The primary lead with the low impedances was not used. There were no symptoms reported. No complications or further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that impedances were tested on (B)(6) which showed within normal limits with effective stimulation present. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (lot#: va1fepa) found that the outer insulation of the lead body was damaged at the depth stop. There were impressions from over-tightening of the depth stop approximately 7.7 cm from the proximal end. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the proximal end of the lead was stretched. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because it is the closest code available with respect to this event. Results code and conclusion code no longer apply.